Event description:
It was reported by the customer that an intraocular lens (iol) needed to change the location of lens. There was patient contact with the product. The intraocular lens was discarded. No further information provided.

Manufacturer narrative:
Section d6a: if implanted, give date: unknown/not reported; only reported as needed to change the location of lens. Section d6b: if explanted, give date: unknown/not reported; only reported as needed to change the location of lens. Section e1 telephone number (B)(6). Section h3- (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: medical device problem code: 3191 unspecified/other w/ patient involvement. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.